Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). A 24 x 3.50 promus premier¿ stent was advance to treat the lesion,however, the device was unable to cross due to calcification and the physician noted that the distal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).